Event description:
It was reported that a jag/jaw has been broken off during use.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the screwdriver to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The screwdriver tip broke due to a heavy bending overload; most likely the customer used the screwdriver as a lever to explant a screw. If this screw was cold welded is unknown. The screwdriver is laser-marked with the warning ¿do not lever¿ to prevent breakages. The implant extraction set brochure includes also that cold welded screws shall be removed with cutting tools. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that a jag/jaw has been broken off during use.